Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) large volume multirate infusors were leaking from the control module. The leaks were observed during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.